Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that a frame grabber card initialization error caused the system to stop booting. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis; however, onsite inspection found that the boot-up and table issues were related to defective flexvision pc. The philips engineer has replaced the flexvision pc, hard disk and installed the software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system has an intermittent issue with the system booting up into a free floating table, which requires an additional reboot. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision computer and hard drive, and reinstalled software which resolved the issue. The device was returned to use in good working order.